Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the stapler fired normally, but it did not pull back and caused a wiggle handle gesture. The blade did not click and open; hence, the jaws locked on the tissue. There was no patient injury.